Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse was able to replicate the reported issue. Fse reprogrammed the tower common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that the operating room staff called in before a potential case to report that the system was experiencing a non-recoverable fault. The technical support engineer (tse) reviewed the system logs and identified faults 307 and 311. The tse informed the customer that the system would need to be reprogrammed to resolve the issue. If a case was to proceed, they planned to use their xi system instead. The customer reported event has no report of patient injury.